Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. X-ray was taken and confirmed that the lead was out of the epidural space but the anchors did not move. The patient underwent a revision procedure wherein the pocket was relocated and extensions were replaced. No device malfunction was suspected. The patient was doing well post-operatively.